Manufacturer narrative:
Product ID: 37712. Continuation of d10: product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2024, product type: lead, product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2024, product type: lead, product ID: 3550-39, serial#: unknown, product type: accessory, product ID: 3550-39, serial#: unknown, product type: accessory. Analysis was performed on [(B)(6)]. Analysis found, that the returned device was subjected to a series of standard tests that include, but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) was/were broken in the distal end of the lead. Analysis was performed on [(B)(6)]. Analysis found that the returned device was subjected to a series of standard tests that include, but is not limited to visual inspection and electrical testing. The lead was returned segmented. However, electrical testing of the returned segment(s) determined, that continuity was complete and there were no electrical shorts between the circuits. Analysis was performed on [(B)(6)]. Analysis found that the returned device was subjected to a series of standard tests that include, but is not limited to visual inspection, output and telemetry testing and functional testing. Analysis identified, that the implantable neurostimulator (ins) was functioning within specifications, but has reduced capacity due to {1} overdischarge{s}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the leads had migrated and the patient had a loss of stimulation. The doctor noted that at least one lead appeared fractured. The cause of the issue was not known and there was a return of pain. The system was explanted.

Manufacturer narrative:
Continuation of d10: product ID 3550-39 (serial: unknown); product type: 0001-accessory; product ID 3550-39 (serial: unknown); product type: 0001-accessory; section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-60 (serial: (B)(6); product type: 0200-lead; brand name ; product ID 3778-60 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.